Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter, during an esophageal procedure, the recording transmitted from the capsule to the recorder was only a few hours long. The customer uploaded the study twice and each time, the recording only had a few hours recorded. A repeat procedure is requested by the doctor. No other known adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: though the device was not received for evaluation, a copy of the study was received. Based on the data that was collected during the procedure, the recording was 04:02:18 in duration instead of the scheduled 24, 48 or 96 hours. The ph values are normal throughout the study, and there are no haps or high readings in the recorded data. A review of the device history record indicates that the product was released meeting finished product specification. As only the data was provided for review and no equipment was returned for evaluation, the cause of the failure cannot be reliably determined. If information is provided in the future, a supplemental report will be issued.